Manufacturer narrative:
A trained engineer at the manufacturing facility inspected the chair components for excessive wear. No excessive wear was found on the table mounting clamps or the back adjusting mechanism. The engineer then installed the chair on a surgical table and attempted to shake it loose to duplicate the failure described. These attempts were unsuccessful. The device was subjected to the final testing criteria of a new device and passed. No problem with the device could be found. See scanned page.

Event description:
The complainant reported that the shoulder chair had fallen from the table during a procedure. It occurred when the resident was adjusting the chair position. The doctor caught the patient and the resident caught the chair. The chair was evaluated at the hospital following the procedure and found to be working properly. The doctor stated that he had been using this chair for years with no problem. The device was subsequently returned to the manufacturer for evaluation. No defect was found and the chair passed all performance testing requirements. The manufacturer concluded that the most likely cause of the incident was user error when the device was installed on the surgical table prior to the procedure. The complainant reported that the patient was kept over night for observation and then discharged. He subsequently returned for additional surgery that the complainant stated was due to this incident. No additional patient information is available at the time of filling this report.